Manufacturer narrative:
Testing of the pump indicates it was above volumetric accuracy test parameters. Pump was calibrated to resolve the issue.

Event description:
Info rec'd indicates that 12ml was infused during testing instead of 9.5-10.5ml.